Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.